Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio downloaded the device's electronic files for review and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. Physio replaced the 3rd party usb data cable from the customer's existing inventory. After observing proper device operation through functional and performance testing, the device was put back into service.

Event description:
The customer contacted physio-control to report that while moving their device, it powered itself off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the 3rd party usb data cable and determined that the cause of the reported issue was due to the cable being kinked and shorted.

Event description:
The customer contacted physio-control to report that while moving their device, it powered itself off. There was no patient use associated with the reported event.